Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the pt was under prolonged sedation. The pt was not injured following the procedure. Another capsule was placed normally.